Event description:
It was reported that bd vacutainer® blood collection tubes buffered sodium citrate 0.3ml - 0.109m underfilled. "Blue tube that does not fill properly despite good blood flow and good filling of the other tubes. All other citrated tubes in the pack are affected. Clinical consequences: I had to prick out the patient because the tube is not sufficiently filled and the laboratory cannot use it to obtain test results".

Manufacturer narrative:
H.6. Investigation: bd received 88 samples from the customer in support of this complaint. The expiry date of the lot number involved was 31st july 2020. Bd was unable to duplicate or confirm the customer¿s indicated failure mode because the tubes have expired. Expired tubes will draw less volume than tubes still within their shelf-life. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Manufacturer narrative:
Initial reporter address: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® blood collection tubes buffered sodium citrate 0.3ml - 0.109m underfilled. "Blue tube that does not fill properly despite good blood flow and good filling of the other tubes. All other citrated tubes in the pack are affected. Clinical consequences: I had to prick out the patient because the tube is not sufficiently filled and the laboratory cannot use it to obtain test results"